Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4; b5; d2; d9; g1; g3; g6; h1; h2; h3; h6 the event is confirmed. Visual examination of the returned product identified the impactor pad exhibits signs of use (impact marks, nicks/gouges) and is fractured, not all pieces returned. The analysis identified the fracture was consistent with the device fractures analyzed in a zrm which indicates overload failure or low cycle fatigue culminating in the overload failure. Performed dimensional analysis of impactor width and visually verified product identifiers, all of which were conforming. Part and lot information confirmed from product etch. The device history record was reviewed and no discrepancies relevant to the reported event were found. Medical records were not provided. The root cause of the reported issue was due to repeated use of this instrument over 8+ years field life; which causes wear and tear to the instrument and led to fracture. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that when impacting a femur, the plastic lock on the cr impactor broke. The surgical technique was utilized. There was no surgical delay. No foreign bodies were retained. Attempts have been made and all available information has been provided.